Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
The customer cancelled the service call indicating the fault had been cleared by the customer.